Manufacturer narrative:
Na.

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for ca2 calcium gen.2 (ca2) on a cobas 8000 c 702 module. The initial result was 7.0 mg/dl. The repeat result was 9.0 mg/dl. The erroneous result was not reported outside of the laboratory. No adverse event occurred. The ca2 reagent lot number was 30267501 with an expiration date of 28-feb-2019. The customer stated the middle rinse unit of the c702 module was spraying water out of the reaction cells. The field service engineer (fse) visited the customer site and did not identify any issues. Baseline instrument checks were made and the instrument was operating within specification. Calibration and qc were acceptable. The pre-analytical information provided was ok. Based on the data provided, the investigation was unable to find a definitive root cause. The customer has not had any further issues since the service visit.